Manufacturer narrative:
This report is filed march 14, 2016.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a sudden loss of connection to the device, however; the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015, and the patient was reimplanted with another manufacturer's device during the same surgery. This report is filed (B)(6) 2015.